Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient reported recently turning off therapy, and when they turned therapy back on, the patient did not feel the therapy. Patient did not feel stim even after increasing up to 10mv, which was much higher than usual therapy levels. High impedances with electrodes 1, 2, 3, 5, and 7 all over 40000 ohms. The rep programmed around the impedances and restored therapy. The cause was not determined. The rep noted it is unknown if the issue is resolved, but that they would submit any new information that becomes available.